Event description:
It was reported via phone call that the customer passed away at home. The customer had shot themselves in the head. The caller stated that the customer had heart attack and high blood glucose level and they were admitted but released from the hospital. Customer had pneumonia as well as stroke all within a week. The customer¿s blood glucose was 900 mg/dl during all other medical conditions. Customer's next of kin stated that recurring medical issues caused customer to shot themselves in the head. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.